Event description:
This ICD was explanted electively and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. This device was explanted in 2002. The device was implanted and explanted outside of the u.s.